Manufacturer narrative:
One sample of a bd secondary set with a texium connector was submitted for quality evaluation. Visual inspection of the samples and no damages or abnormalities were identified. The samples were then primed and connected to a bd primary infusion set y-site smartsite. There was leakage identified when the texium connector was connected to the y-site smartsite. The texium connector was then tested with a sample standalone bd smartsite, and again the texium showed leakage at the union location. The customer complaint of leakage was confirmed. A trend has been identified and actions have been initiated to investigate the issue. Corrective actions taken during this investigation will be implemented in our production process to further increase the robustness and reliability of the device and prevent future occurrences of this type. The reported lot number for the sample was reported as unknown. The device history review could not be conducted

Event description:
It was reported that the unspecified bd infusion set had leakage. The following information was provided by the initial reporter: while testing the samples submitted for (B)(4), it was discovered that leakage was not coming from the sample that was reported but from the secondary infusion set that was connected to the reported product.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.